Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced hyperglycemia with a sensor glucose reading of 220 mg/dl and no associated symptoms, and the caregiver was instructed to perform tubing-only supply replacement while retaining insulin in the cartridge, after which insulin delivery resumed and they were advised to allow time for glucose to decline. Symptoms included no adverse clinical effects reported. Outcomes included no medical intervention beyond troubleshooting and no hospitalization. Investigation included customer troubleshooting and education performed remotely. Investigation of this case revealed no alerts or alarms and no device malfunction observed during use; the event was managed by replacing infusion tubing and resuming therapy, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.